Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed the scope socket was faulty, causing the b30 error to report after startup. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported (on behalf of the customer), that the video system center had a b30 error. The reported problem was found during reprocessing, there was no delay and no procedure involvement. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the low-pressure issue was due to faulty scope socket. However, the specific cause of the faulty scope socket was not established at this time. Olympus will continue to monitor field performance for this device.